Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 year and 2 months after the dental implant was installed in intraoral region #19 it was verified its loss of osseointegration. Forty (40) ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type iii).